Manufacturer narrative:
Concomitant medical products: product ID 37085-40, serial# (B)(4), product type: extension. Product ID 3389s-40, lot# v568830, product type: lead. (B)(4).

Event description:
A consumer reported their left shoulder tingled once in a while where the implantable neurostimulator (ins) and wires were located. The patient also experienced deep freeze moments sometimes where they could not walk or talk. An appointment with the patient's health care provider (hcp) was scheduled for (B)(6) 2016. The issue started in (B)(6) 2015. The patient's indication for use is parkinson's dual and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.